Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the sales rep, the 5f mynxgrip vascular closure device (vcd) failed, they could not see any advancer tube and sealant was stuck to device there was no reported patient injury. The device was stored as per labeling and opened in sterile field. The device storage temperature did not exceed 25 °c. The mynx vcd was used in a diagnostic peripheral procedure. The procedure used a retrograde approach. The deployer was mynx certified. The patient had a relevant medical history of hypertension. A non-cordis 5f sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was not verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was presence of pvd / calcium in the vicinity of the puncture site. The sealant stuck to the distal end of the shuttle. A little amount of the sealant was stuck to the device component. The balloon was fully deflated after shuttling down. There was no over tamping. The deployer did not shuttle down completely. There was significant resistance when shuttling down. Unusual force was not applied when retracting the sheath. Hemostasis was achieved with another mynx device. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered. The device will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported by the sales rep, the 5f mynxgrip vascular closure device (vcd) failed, they could not see any advancer tube and sealant was stuck to device there was no reported patient injury. The device was stored as per labeling and opened in sterile field. The device storage temperature did not exceed 25 °c. The mynx vcd was used in a diagnostic peripheral procedure with retrograde approach. The deployer was mynx certified. The patient had a relevant medical history of hypertension. A non-cordis 5f sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was not verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was presence of pvd / calcium in the vicinity of the puncture site. The sealant stuck to the distal end of the shuttle. A little amount of the sealant was stuck to the device component. The balloon was fully deflated after shuttling down, there was no over tamping and the deployer did not shuttle down completely. There was significant resistance when shuttling down. Unusual force was not applied when retracting the sheath. Hemostasis was achieved with another mynx device. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned for investigation. Per visual analysis inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock closed, the sealant sleeve was pushed against the shuttle hub, the sealant was not returned, and the advancer tube was observed to have been separated from the device as received. The condition of the returned device indicates a complete removal of the device and does not match the description of the incident. It is unknown if the device was manipulated post procedure. The syringe was not connected to the device, and the procedure sheath was not returned with the device. The device was inspected for damages/anomalies that may have contributed to the reported failure. No damages/anomalies were observed. Functional analysis was performed; the advancer tube was reinserted onto the device and found properly engaged to the distal tamp lock as intended per the mynxgrip instructions for use (IFU). The shuttle cartridge was advanced and retracted to the black handle without issue. No functional non-conformities were observed on the returned device. A product history record (phr) review of lot f2102101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿¿shuttle advancement issue¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The condition of the returned device does not match the description of the incident. Multiple attempts were made without success to obtain additional information. The returned device was processed as it was received and performed as intended per the mynxgrip instructions for use (IFU). Procedural factors, such as failure to shuttle down completely, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.